Event description:
It was reported, the patient never had therapeutic effect and was getting urinary tract infections (uti) and had turned off their implantable neurostimulator (ins). It was noted the patient was getting utis before their ins was implanted and the ins was put in to help with their bladder and help with utis. It was stated, the patient had lots of bladder spasms and pain which ¿mimics like you¿re having your period and then it gets real intense.¿ it was noted, the patient had to take pain pills and the patient thought maybe the leads were causing it while the ins was off. Reportedly, when the patient was on the trial they stated ¿it did alright.¿ it was noted, the patient turned their device up from 0.0 volts to 1.35 volts. It was later reported, the cause of the event was the patient¿s need for reduction. It was stated, the patient turned it off. It was noted this was not a device malfunction and the patient turned off the device when they had a uti and then had retention. Reportedly, the patient needed further education and possible reprogramming.

Manufacturer narrative:
Product ID 3889-28 lot# va0295s, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).